Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional proglide devices are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a calcified right common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the first device had a ¿cuff miss.¿ a second device was attempted but also experienced the same issue, a ¿cuff miss.¿ the sheath was upsized to greater than 8.5f and the evar procedure was completed. During post procedure, a third device was deployed; however, the suture only captured one side of the arteriotomy. A cut down was performed to close the arteriotomy. There was no reported adverse patient sequela; however, there was clinically significant delay in the procedure or therapy. No additional information was provided.